Manufacturer narrative:
The event occurred in (b)(6.).

Event description:
Reporter stated that customer received the following results on the aviva nano system within 8 minutes: 3.3 mmol/l and 29.2 mmol/l. The customer took 2 glucotabs after receiving the 3.3 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.